Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for severed tubing with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for severed tubing with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to manufacturing. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set had severed tubing. No report of injury or medical intervention. No report of blood exposure to mucous membrane.